Event description:
A distributor returned two tarsalis plates (5-hole, tshape, left plate) and eight locking screws (4x22 mm, 1x16 mm, 2x14 mm, 1x10 mm) that had been removed from a pt. It was reported that they had been removed because of a plate fracture.

Manufacturer narrative:
The screws are under eval. A report will be completed and a supplement report will be submitted when completed. Investigation ongoing. Attempts are being made to contact the individuals who were involved to understand the issues concerning the event. If add'l info is obtained and when the device has been evaluated, a supplement will be submitted as appropriate.